Manufacturer narrative:
This supplemental report is being submitted to provide correction to initial submitted emdr-(B)(4). Corrected fields: b5 - changing brackets to parentheses. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope contained adhesive residue on the forceps channel (biopsy channel) opening. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope contained adhesive residue on the forceps channel [biopsy channel] opening. There was no patient involvement.